Manufacturer narrative:
One (1) new sample, list #b33877 was returned for evaluation. The new sample was activated once, and no stick down condition was confirmed. The claves from the new samples were dissembled and no lack of lubrication on spikes was observed. No mating device was returned for evaluation. The male luers of the device were found within specification. The complaint of stick down could not be confirmed on the new sample. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. If a device is received, a supplemental report will be filed.

Event description:
The incident involved a 5" (13 cm) appx 0.46 ml, smallbore trifuse ext set w/3 microclave¿, 3 clamps, luer lock. It was reported that the microclave remains depressed while in use. In some cases, this has caused leaking and disconnection during infusions to central lines. There have also been events of breakage of the hard plastic portion of the microclave. The medication involved was unknown. The event occurred while the product was in use with a patient, and there was unknown harm reported. This is the second of two events reported.